Manufacturer narrative:
The technician found the external alarm speaker was not functioning. The root cause is unk. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported he found the bed with a note that stated the bed has no audible alarm. The bed was located in room 514 bed 1 at the facility. There was no pt/user injury reported. (B)(4).